Manufacturer narrative:
Date sent to the FDA: 1/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incarcerated ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted the previously placed mesh which noted to have pulled away resulting in a 4 cm fascial defect. The old mesh was then excised. It was reported that the patient experienced severe pain, bulging, inflammation, stress, and anxiety. No additional information was provided.